Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head had green, white and red lines through the image ¿ no image. The issue was found during preparation for use for an upcoming cystoscopy procedure. The procedure was complaint with the same type of device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to b5: the event description was corrected from b5 event description in the initial MDR ("complaint" was corrected to "completed"). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a charged coupled device failure led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head had green, white and red lines through the image ¿ no image. The issue was found during preparation for use for an upcoming cystoscopy procedure. The procedure was completed with the same type of device. There were no reports of patient harm.